Event description:
The customer obtained imprecise vitros amon quality control results (qc lot c1730 result= 231.0, 258.1, 116.5, 122.0 mol/l vs. An expected value of 44.5 mol/l) while using the vitros 350 chemistry system. No patient samples were affected. However, biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to recur undetected on patient samples. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros amon patient and quality control results were obtained while using the vitros 350 chemistry system. Results of precision testing demonstrated that the vitros 350 integrated system was not performing as expected at the time of the event. An ocd field engineer cleaned the microslide incubator and replaced the wear pads and evaporation caps to return the instrument to expected operation. Acceptable vitros amon quality control performance was observed following these service actions. There was no evidence to suggest a malfunction of the vitros amon reagent. The root cause of this event is instrument related.